Event description:
It was reported to boston scientific corporation in 2009, that an injection gold probe bipolar electrohemostasis catheter was to be used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during patient preparation, the physician noted that the catheter felt flimsy or crunchy, as if the internal needle was broken. Due to the physicians concern the catheter was defective, the device was not used. The procedure was completed with another injection gold probe bipolar electrohemostasis catheter. There has been no report of complications or injury as a result of this event. The patient's condition was reported as fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.